Manufacturer narrative:
Block b3: exact date unknown, event occurred the last 6 months from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7109377.

Event description:
It was reported that the patient was experiencing right sided and left sided pain. The patient underwent a lead revision procedure wherein the leads were repositioned. No product was added or removed. The patent was doing well postoperatively.